Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, based on the information provided, the root cause could not be concluded and no patient injury resulted from the modified surgical procedure. Therefore, no further medical assessment is warranted at this time. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the procedure of the intramedullary nail of the femur, during the realization of the proximal block of the nail, the boron broke the tip inside the patient. There was no damage or injury. The tip was removed with the aid of forceps and surgery completed with the aid of a back up. No delay to procedure reported.